Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot/serial number of the device is unknown. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a supraventricular tachycardia procedure, the tactiflex se catheter was connected and there were no egms on ablation which caused a delay in procedure. The tactisys was rebooted, the tactisys, tactiflex, and tactiflex rf cable were all replaced but the issue persisted. The ampere connect cable was replaced, and the issue was resolved. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x to ampere 160¿ cable (acbl) was received for evaluation. The ensitex to ampere cable was evaluated using pin-to-pirn resistance testing, which identified that ablation 2 channel or pin 48 was electrically open. Any electrical open can cause non-functionality, unexpected results, or channel artifacts. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to an electrical open within the cable.